Event description:
It was reported that the patient had high impedances on one lead wherein causing inadequate stimulation in desired pain location. The physician decided to perform a revision procedure to replace the lead. The patient was doing fine post operatively and receiving good pain coverage. The device was not returned to boston scientific as it was discarded by the facility.